Event description:
Lf technical support reports via fax that customer reports protocol on screen indicates 1ml/sec, but unit injected 6ml/sec. Addendum 11/10/2008: customer states, "operator in CT room set powerhead protocol at 1ml/sec. Technologist in control room also viewed (not set) the 1ml/sec protocol. When operator in CT room started the injection at the powerhead, they heard a "hissing noise" and the injector injected at a rate of 6ml/sec. Patient was fine, no adverse event. The patient procedure protocol previous to this patient did not have a protocol of 6ml/sec. Customer has never used that rate.

Manufacturer narrative:
Liebel flarsheim manufacturer report: as a result of the reported incorrect flow rates, liebel flarsheim field service engineer visisted hospital 1/5/07 and upgraded software to v2.06 per CAPA. He could not reproduce the event and will revisit the hospital within 30 days to follow up. Reviewed this complaint with r and d and tech services and neither has had previous similar issues reported. Couldn't rationalize this event unless there was and inadvertent console hit. The hissing sound would most likely be the monitor sound. Fse did comment that the user felt that the console controls were very touchy. Per the fse, the user was not really sure what happened on this one occasion. We will continue to monitor and trend for this type issue.